Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 2017865-2021-37194, 2017865-2021-38196, 2017865-2022-00868. It was reported that during an in-clinic follow-up, an infection with purulent discharge was noted on the implanted system. The system was explanted and replaced one month after explant to resolve the event. The patient was stable with no adverse consequences.